Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this lead sought medical attention due to pre-syncope. Upon interrogation and medical assessment, it was concluded that noise and oversensing were present being inappropriately classified. No r-waves were exhibited at a pacing rate of 30 beats per minute; all other measurements were normal. Fluoroscopy imaging was able to rule out a lead fracture and reproduction of the noise was non conclusive; however pacing inhibition was observed. The physician elected to replace the lead with another lead of different manufacturer model. This chronic lead was surgically abandoned. No procedural complications were reported.